Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the device may have caused or contributed to the events as alleged by the patient¿s attorney. Based on the limited additional information provided no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard/davol bard flat mesh (device #4). Supplemental emdrs were submitted to represent the bard/davol perfix plug (device #1, #2 and #3). Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). On (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #3) and an unspecified bard/davol bard flat mesh (device #4). The patient is making a claim for an adverse patient outcome against the three (3) perfix plug (device #1, #2 and #3) and the bard flat mesh (device #4). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."